Event description:
It was reported that (1) lcsc5 was used during a laparoscopic nissen fundoplication procedure. It was reported by the rep that the lcsc5 locked out and solid toned. The luke hand piece was used. No other info known. Opened another device to complete the case. There was no consequence to pt.